Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that vessel dissection occurred after percutaneous transluminal angioplasty (pta) was performed two times with the balloon catheter (subject device) for a transient ischemic attack of the right internal carotid artery. A stent was deployed and pta was performed an additional two times with the subject device. Approximately 1 hour later, hyperperfusion occurred at the deployed stent vascular area and was controlled with general anesthesia. Approximately 12 days later the patient had recovered.

Manufacturer narrative:
The subject device was disposed of by the hospital.

Event description:
It was reported that vessel dissection occurred after percutaneous transluminal angioplasty (pta) was performed two times with the balloon catheter (subject device) for a transient ischemic attack of the right internal carotid artery. A stent was deployed and pta was performed an additional two times with the subject device. Approximately 1 hour later, hyperperfusion occurred at the deployed stent vascular area and was controlled with general anesthesia. Approximately 12 days later the patient had recovered.